Event description:
Event description cpi received information that this patient was hospitalized with symptoms related to 3rd degree heart block. The patient's implantable cardioverter defibrillator (ICD) was not functioning at all, could not be interrogated and had no magnet tones. The leads were tested with no problems found.